Event description:
Report received from the USA stating that the device required service due to heat. It is known that this event did not occur during surgery. It is also known that there was no patient or user injury or medical intervention reported related to this occurrence. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).